Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported on intermittent occasions, that the customer had a hard time pressing the wake button before the screen turned on. The customer's blood glucose levels ranged from 100 mg/dl to 300 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.